Event description:
It was reported that the right ventricular lead had oversensed t wave previously so the sensitivity was programmed to 1.2 milliseconds to possibly prevent the wavelet feature from sensing t waves. The physician decided to reprogram the wavelet feature to monitor-only. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).